Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.